Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's parent that the customer got hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 51 mg/dl at the time of the incident. The customer used food and was given a shot to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The caller believes the pump is over delivering. Troubleshooting was not completed as the customer declined. The customer had other low events on (B)(6) 2019. The insulin pump will not be returned for analysis.